Manufacturer narrative:
Product analysis: analysis confirmed that one knob of the external pulse generator (epg) was missing, and the upper case was broken, with the encoder pushed inside of the device. It was not confirmed that the internal circuit board was broken. One display wire was found to be pinched, and the wire was exposed. The hanger assembly, three case screws, three knobs, and the encoder switch assembly were contaminated. The keypad flex was creased, and the lower case was broken. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a knob broken off, and the internal circuit board was broken. The epg has been returned for service. There was no patient involvement.